Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was not opening when user tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) remoted into the cabinet and used the tester application to verify cubie lid functionality, which opened successfully during testing. As the medication was already issued under the patient, instructed customer to remove the medication. The system functioned as intended after the technical support specialist investigated the device.